Manufacturer narrative:
(B)(4). PMA/510(k)#: p050017, s002 and s003. Only the separated fragment of the zilver stent that came out with the catheter has been returned fro eval. From the peel-off label provided with the returned fragment, it can be confirmed that ziv6-35-80-7-30 of lot number c1002639 was the device involved in this complaint. During eval of the returned stent fragment, it was evident that the piece contained 2 gold rivets. No other part of the stent has been returned. It has been confirmed that delivery system will not be returned for eval. From the complaint info provided, it is known that stent fracture was noted upon removing the catheter after stent deployment. Add'l info has been requested and it has been confirmed that the user did not experience difficulties during stent deployment and the stent was fully deployed. It has been also confirmed that the handle was fully pulled to the hub before removing the delivery system from the pt. The customer complaint can be confirmed as it was evident that the returned fragment of the stent has been fractured. The delivery system has not been returned for eval; therefore, it cannot be verified if the reported event occurred as a result of device malfunction or due to another procedural matter (eg, during device withdrawal). As the conditions of use cannot be replicated in the laboratory settings a definitive root cause of stent fracture cannot be determined. Due to lack of procedural images, no other comments can be made. According to instructions for use, stent fracture is noted as potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant mfg records revealed no discrepancies that could have contributed to this complaint. The implanted portion remains in the pt and add'l procedures/interventions will only be pursued if the part of the stent remaining in the pt dislodges. According to the initial reporter, the pt has not, at this time, experienced any adverse effects due to this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The user removed the catheter after zilver vascular stent deployment and noticed that part of the stent was still on the catheter. The part of the stent that remained in the pt looked like it unraveled or separated. The implanted portion will remain in the pt for now. Add'l procedures/interventions will only be pursued if the part of the stent remaining in the pt dislodges. To date, the pt has not required any add'l procedures due to this occurrence and no adverse effects to the pt have been reported as occurring.